Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 08/04/2014 with the following findings:the pump was returned with a blank display. Replacement of the display screen with a test display screen resolved the blank screen issue. A battery compartment crack was observed; corrosion was evident within the battery compartment. No battery compartment leaks were observed during leak testing. The keypad was found to be torn. Evaluation of keypad response could not be completed due to the blank display issue. There was evidence of keypad contamination found under the contrast, up, and down key contacts. No moisture was observed on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a blank display issue, battery compartment crack and contamination issue, keypad damage and button contact contamination. This report is made based on results of the investigation performed on 08/04/2014.